Manufacturer narrative:
A manufacturing review could not be conducted a the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based on the available info, the definitive root cause is unk. It is unk if pt and/or procedural factors contributed to the event.

Event description:
It was reported that during deployment of a vena cava filter, two filter legs were crossed. The filter legs were able to be uncrossed and the filter fully expanded. The filter remains implanted. There was no reported pt injury.